Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak associated with pd treatment. There was an air detected in cassette warning during an unspecified phase of treatment. The patient cancelled treatment and found fluid in the cassette door and on the back of the cassette. Fluid was discovered in the pump module area. Fluid was discovered on the external of the cassette. Fluid leaked from back of cassette. The patient was issued a new cycler. Multiple attempts were made to gather missing details, but no data was provided. No samples have been returned for analysis.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak associated with pd treatment. There was an air detected in cassette warning during an unspecified phase of treatment. The patient cancelled treatment and found fluid in the cassette door and on the back of the cassette. Fluid was discovered in the pump module area. Fluid was discovered on the external of the cassette. Fluid leaked from back of cassette. The patient was issued a new cycler. Multiple attempts were made to gather missing details, but no data was provided. No samples have been returned for analysis.